Manufacturer narrative:
Medtronic received the following information from a journal article entitled; clinical aspects and present challenges of the seat belt aorta gouveia e melo r, amorim p, ramos soares t, fernandes e fernandes r, ministro a, garrido p, fernandes e fernandes j, <(>&<)> mendes pedro l. Journal of vascular surgery 2020;72 (3) pp. 995-1004. Https://doi.org/10.1016/j.jvs.2019.11.038. If information is provided in the future, a supplemental report will be issued.

Event description:
A (B)(6) year old male suffered a blunt traumatic aortic dissection located below the renal arteries to the aortic bifurcation of the aorta. The dissection contained a large intimal flap with no aortic contour abnormality. An endurant ii 16 x 82mm iliac limb was implanted as treatment with no reported issue. At 12 month follow-up, the patient had developed re-stenosis at the distal end of the stent. However, the patient was asymptomatic and refused further intervention; therefore, conservative management was adopted. No additional clinical sequalae were provided.